Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: cib (B)(6) freezes in middle of case po# (B)(4). Update: yes loss of light, never came back on, brought in other tower and used same light cord. Approx 30 min the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s are a bad reed switch on the safe light cable, loose jaw, not fully seated safelight cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.